Event description:
It was reported that the patient presented at the hospital for non-cardiac reasons. Prior to their procedure, the patient's implantable cardioverter defibrillator (ICD) was interrogated, and it was found to exhibit post-paced t-wave oversensing. Programming changes were made to resolve the oversensing. The patient was stable.